Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump had the wrong time and date, but the basal rates and daily totals were correct. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.